Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the flush port got damaged. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The flush port got broken when attempts were made to disconnect the flush line from the catheter. The catheter was replaced. The procedure was completed successfully with no complications. The catheter is expected to return for laboratory analysis.

Manufacturer narrative:
The farawave catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and flow testing. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. The reported clinical observations were not confirmed by the analysis results.

Event description:
It was reported that the flush port got damaged. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. The flush port got broken when attempts were made to disconnect the flush line from the catheter. The catheter was replaced. The procedure was completed successfully with no complications. The catheter is expected to return for laboratory analysis.